Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error 105, which was experienced during the eval. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no pt involvement.